Manufacturer narrative:
Cont'd from: department assistant. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the rn was disconnecting the "med-comp" tubing from a bmt (bone marrow transplant) patient it was difficult to separate. The rn used a hemostat to separate the tubing and the tubing broke with a small part remaining in the lumen of the set. As a result , the patient had a new line surgically replaced and extra medication had to be given due to the delay of a stem cell transfusion. There was no lasting harm however the patient developed a clabsi 8 days later; the customer stated they don't think this was necessarily related.